Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm6_12.6 of -06.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was indicated that laser vision correction was performed on (B)(6) 2021 and a revision was also performed on (B)(6) 2022; due to the patient having residual refraction and poor udva. Lens remains implanted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).